Event description:
During an unspecified procedure in the distal rca, the balloon ruptured at 8 atms on the second inflation and the tip detached during removal. The physician was attempting to place the maverick2 monorail balloon catheter in a vein graft. The balloon was inflated to 12 atms for 15 seconds. The balloon was moved proximal and inflated a second time to 8 atms. The balloon ruptured. During withdrawal of the balloon, the physician noted that the marker bands did not come out. The physician then removed all products without incident. The tip of the maverick2 monorail was disconnected and discarded, however, the rest of the catheter is available for eval. No pt injuries or complications were reported. Patient status is listed "okay."